Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. The noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. During the procedure, and after the leads were connected, noise was observed and was oversensed. No pacing inhibition occurred. The physician disconnected the lead and cleaned the header and connection, then re-inserted the lead. However, the noise persisted, so the physician elected to remove and replace this ICD. No issues were observed with the new device and no adverse patient effects were reported.